Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) serial no (B)(6), but after the new mtm serial no (B)(6) was installed, the system continued to display the same error as with the previous mtm and would not detect the ac_7a node. The fse called the tse, who recommended unplugging the console from the tower and trying it as a standalone. That seemed to work, so the fse tried to continue the workflow directly with the console but then could not get the next test to complete. After reconnecting the console to the tower, the tse was able to reconnect and resume the workflow. Unfortunately, the fse soon encountered a failure on the mtm right homing calibration. The specification is -0.12 to 0.02, and the best value obtained was -0.13. The fse treated this as a pass, observed the next few tests complete, and then the mtm shoulder friction/gravity balance test failed. The aperture workflow stopped and requested an mtm replacement. When the fse started the system in normal mode, initialization completed and the system was ready, so the fse did not believe the issue was related to hardware. The fse then installed another new mtm to correct the issue. Isi did the receive the product involved with this complaint and performed the failure analysis. The mtm serial no (B)(6) was returned for failure analysis and the reported complaint of "system keeps shutting down" was confirmed but not replicated during in-house testing. In lighthouse, the following error codes 32097, 32126, 25730, 25732, 32125, 32133, 23006, 17, 307 are observed confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test after installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cyle - sh. The mentioned test passed after running calibrations. 1hr variable speed sine cycle and line screening test were performed and passed. As a result of this investigation, failure analysis has concluded that the slipring, slipring constraint, o-ring, and lower frame were found to be the probable root causes of the reported event. The mtm serial no (B)(6) was returned for failure analysis and the reported complaint of "system keeps shutting down" was not confirmed nor replicated during in-house testing. In lighthouse, no failures were observed relating to the unit. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on sftp and running the fitness test, the unit failed verify encoder cal - oy, sh, el and plat. The mentioned test passed after running calibrations. 1hr variable speed sine cycle and line screening test were performed and passed. As a result of this investigation, failure analysis has concluded that the root cause of the reported event is not established.

Event description:
It was reported that, prior to the start of a da vinci-assisted surgical procedure, the customer informed the field service engineer (fse) that they had decided to cancel further cases due to repeated errors on the right master tool manipulator (mtm) that had occurred during the previous procedure. The procedure was aborted with no patient involvement.